Event description:
The pt called lifescan and alleged that their meter was set to the incorrect unitof measurement. They reported that on the day of the event, they woke up feeling unwell. They stated that they had been under stress and they were feeling weak, dizzy, and had frequent urination the night before. They tested their blood glucose at approx 8:30 p.m. And obtained a result of "30 mmol/l". The result was actually 300 mg/dl. Their family member advised them to go to the hosp. They went and arrived 20 minutes later. The hosp meter results was around 17 or 18 mmol/l. The pt then compated their meter to the hosp meter and stated that their meter read higher, they did not report the result. The comparison of one meter to another is invalid. The pt did not receive any treatment at the hosp. They stated there for 4 and 1/2 hours because they were waiting for the results of a urine test. The pt stated that they does not know how long the meter was set incorrectly, they did not recall entering the set up mode and making any changes. Due to a spontaneous power interruption, the meter reverted from the "mmol/l" to the "mg/dl" unit of measurement; thus indicating that the reported meter meets the criteria for a medical device reportable, due to a malfunction. Based on the information supplied by the pt, there is no evidence of the meter contributing to a serious injury. The pt obtained a high result on their meter and when to the hosp, where the hosp meter confirmed that their meter was reading high. A replacement meter is being sent to the pt.